Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced and the collimator was aligned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. After the system was rebooted, the image was displayed. No pt injury was reported.